Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that an obvious decline in pt's hearing performance with the device was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. Latest in situ measurements showed that the device had malfunctioned. The pt was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported that an obvious decline in patient's hearing performance with the device was noticed on (B)(6) 2015. A history of head trauma was denied. Problems of external devices were excluded. Latest in-situ measurements showed that the device had malfunctioned.